Event description:
It was reported that when implanting the intraocular lens (iol) for the patient, the package of iol was opened, viscoelastic was injected into the device. The injector was rotated, the lens could not be pushed, the incision was withdrawn, the preloaded intraocular lens haptic was broken, the use was immediately stopped, and other lens used for the patient. Reportedly there was no patient contact with iol. No further information provided.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Section e1: initial reporter telephone number: (B)(6). Section h3: other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.